Event description:
It was reported that during implant procedure, physician had difficulty in engaging the hex wrench with the set screw of the device. Noise was noted on ventricular channel after connecting lead to device. There was difficulty to loosen the set crew to disconnect and reconnect the lead trying to resolve the noise issue. Physician requested for a new device and surgery was completed successfully, there was no issue with hex wrench with new device. Patient was stable post-surgery.

Manufacturer narrative:
The reported event of insertion failure, noise, and set screw malfunction could not be confirmed in the lab. Interrogation of the device revealed the no anomaly.